Event description:
(B)(4). Near the conclusion of an atrial fibrillation ablation procedure using a therapy cool path duo ablation catheter and an agilis nxt introducer, a pericardial effusion occurred. The physician performed transseptal puncture and advanced a therapy cool path duo ablation catheter trough an agilis nxt introducer into the left atrium. The pulmonary veins were isolated, the patient became hypotensive and a pericardial effusion was noted. A pericardiocentesis was performed to stabilize the patient and no further intervention was necessary. There were no performance issues noted with any sjm device.

Manufacturer narrative:
The results of the investigations are inconclusive since the device was not returned for analysis. Our analysis was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, perforation is a potential complication of the use of the device for cardiac procedures.